Manufacturer narrative:
Continuation of d10: product ID: afr-00007 product type: location reference patches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a cardiac ablation procedure using return electrodes, an alert stating "return 3 contact quality poor" was encountered at the start of the procedure. Troubleshooting was performed by disconnecting and reconnecting the return electrode and interchanging the electrode connections on the adapter, but the issue persisted. The return electrodes were replaced with return electrodes from another ablation system from another manufacturer. Additionally, an anterior location patch cable was damaged. That patch set was also replaced with return electrodes from another ablation system. The procedure was aborted and not continued with another system. The patient was under general anesthesia. No patient complications have been reported as a result of this event.